Event description:
It was reported that the patient experienced dizziness and shortness of breath. The right ventricular (rv) lead exhibited a steady rise in impedance to high impedance values resulting in a polarity switch to unipolar due to a possible fracture. Reprogramming was initially performed; later the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.